Manufacturer narrative:
MDR for the gaia third guidewire used in combination will be submitted under 3003775027-2016-00119. Subject corsair was returned to manufacturer on 07/04/2016, investigation suggested the possibility of some damage of the inner part of the shaft or the lower plastic layer. The date when the device was returned is quoted as the date of awareness for this MDR report. During processing of this complaint, attempts were made to obtain complete event. No patient injury or health impact is reported relating to this corsair catheter, however the possibility that a part of the damaged catheter material may eventually remain in the patient anatomy. Investigation of returned catheter revealed the trace of severe bend of the shaft at the distal end area of the protector, deformation damage of the inner braid. It is inferred that the guidewire manipulation in the catheter of which shaft was severely bent resulted the scratching damage to the ptfe coating of the guidewire, and the abrasive damage to the lower layer of the plastic layer. No breakage damage, but slight deformation, was found with the catheter tip. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. IFU describes in warning; if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.)

Event description:
Reportedly, in the procedure to cto lesion at rca #2, subject corsair catheter and a gaia third guidewire were used in combination, were advanced by retrograde approaching manner and lesion crossing was attempted, however, it was noted that the devices got stuck each other. Devices were removed out a unit, investigation of the guidewire showed it ptfe coating damaged with the guidewire and deformation of the tip with corsair. There was no health impact to the patient.

Manufacturer narrative:
(B)(4).